Manufacturer narrative:
This product is not indicated for dust nor non-professional use. The person reporting the event indicated the product was acquired from (B)(6). The mask is subject to (B)(4) and FDA jurisdiction and is a n95 respirator surgical mask. Improper storage and non-professional use may have contributed to this event along with the known condition of patient. End of report.

Event description:
A male customer with asthma and severe allergies used a 3m n95 3m particulate respirator and surgical mask at his job as a truck driver to control exposure to dust. He purchased the masks on his own on-line through a third party. He alleged a "bad odor" in the mask after donning. He immediately removed the mask. He alleged that he began to feel sick and had shortness of breath. He alleged a burning in his sinuses. He alleged a "choked up" feeling and felt mucus in his throat. He alleged a sinus headache. He did not take any medication for the symptoms. He stated that the shortness of breath, burning, and choked feeling resolved. He alleged that the headache and mucus lingered for at least two hours. He denied any skin irritation on his face. The man tried a mask from each of the 6 boxes that he had obtained. He alleged that all six masks had the same "bad odor". He did not notice anything different about the appearance of the masks. He said that he did not store the boxes in any usual place after he received them but he did not know how the boxes were stored at the place of purchase.